Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient 's left eye as the eyes were not working well together due to a mechanical complication. The replacement lens was the same model but higher diopter (22.0d). The incision was enlarged and suture used. No medications outside of the standard of care was required. No patient injury was reported. The patient outcome is not available. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown/ not provided. The best estimate date is between jun 2, 2025 and jun 16, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - suture an attempt has been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half, coated in viscoelastic residue, and stuck together. The lens halves were unstuck and cleaned revealing no issues that could cause or contribute to the complaint issue reported. The complaint issue "dc-mechanical issues" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.